Event description:
It was reported that the patient experienced discomfort at the ipg site. Surgical intervention was undertaken wherein the ipg pocket was relocated to resolve the issue.

Manufacturer narrative:
The date of event is estimated.